Event description:
A single customer reported multiple events which occurred throughout 2023, but were reported to rhythmlink in jan 2024. During the summer of 2023, paired subdermal needle electrodes were used during a procedure, needle electrodes were secured using tape at the electrode site. When the user was removing the needle electrodes, they identified that one needle electrode was detached from the leadwire and the needle remained in the patient. The needle was then removed by the user who identified a discrepancy when doing the final count in the or. The user did not identify the lot number or part number of the device.